Manufacturer narrative:
Qn#(B)(4). The device sample was not rec'd by the MFR at the time of this report.

Event description:
Report alleges: attempt to remove the device (during pulling out) the device hot stuck and the needle broke at the tip." No pt injury reported. Pt current condition is fine.